Event description:
While wearing the external equipment, the patient reportedly did not respond to sound. In 2005, the patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient reimplanted with another advanced bionics cochlear implant.